Event description:
Procedure type: hemicolectomy. According to the reporter: the fixation pin where the forceps go together fell off of the instrument into the pt cavity at the beginning of this surgery. It was possible to retrieve the pin from the pt's cavity, then the pin was discarded. There was no extension of the surgery time by more than thirty minutes. And there was no extension of the incision, no change from endoscopic to open surgery and no unanticipated loss or irreversible damage to vascular tissue.

Manufacturer narrative:
(B)(4).